Event description:
Customer reported an issue with panorama telepack, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the ambulatory telepack and verified the problem. Customer was provided with replacement telepack.